Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was stated that the patient was hospitalized with blood glucose levels greater than 800 mg/dl. It was stated that the patient was incoherent, and was not making sense so, her husband called 911. The husband also stated that the insulin pump was recently replaced, and was not working properly. Found that the patient received a low reservoir alarm, and it could not be cleared so, the battery was removed. The battery was replaced, and the device gave a battery out limit alarm, followed by a failed battery test alarm. The husband was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.